Manufacturer narrative:
(B)(4).

Event description:
"Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The patient reported the glucose readings on the dexcom cgm are always between .5 - 2.0 mmol different than the blood glucose meter, however exact values could not be provided. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined.".